Event description:
On (B)(6) 2009 the pt reported that there is a black "dot" on the display of the infusion device near the time. The infusion device has not been dropped. She stated that she noticed the dot after leaving the infusion device in the bathroom with humidity while showering. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.